Manufacturer narrative:
An event regarding degraded handles involving a triathlon adjustable spacer block was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the degraded handles. Medical records received and evaluation: not performed because it is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been no other events associate with the reported lot. Conclusion: CAPA was initiated because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of CAPA. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
I was covering a case for (B)(6) personal showed me a part with green coating coming off after wash cycle of reprocessing.

Event description:
I was covering a case for rj and spd personal showed me a part with green coating coming off after wash cycle of reprocessing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.